Event description:
Pump was returned for routine servicing and failure code 533:320:717:0000 was found in event history. The failure code will stop the function of all channels in use, while giving an audible and visual alarm. No patient information or involvement was reported at the time.